Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID:2134265-2015-01467. It was reported that the burr was trapped on the wire. Vascular access was obtained via the femoral artery. The 10mm in length, de novo, eccentric, 81% stenosed target lesion was located in the mildly tortuous, severely calcified and 2.5mm in diameter left anterior descending (lad) coronary artery. A 1.50mm rotalink¿ burr and a 330cm rotawire were used for treatment. During platforming, the maximum speed was set at 170,000rpm, however, at 160,000rpm, it was observed that the burr was trapped on the wire. As a result, the wire was kinked. The procedure was completed with another of the same burr and rotawire. There were no complications reported and the patient's status was stable.

Event description:
Same case as MDR ID:2134265-2015-01467. It was reported that the burr was trapped on the wire. Vascular access was obtained via the femoral artery. The 10mm in length, de novo, eccentric, 81% stenosed target lesion was located in the mildly tortuous, severely calcified and 2.5mm in diameter left anterior descending (lad) coronary artery. A 1.50mm rotalink¿ burr and a 330cm rotawire were used for treatment. During platforming, the maximum speed was set at 170,000rpm, however, at 160,000rpm, it was observed that the burr was trapped on the wire. As a result, the wire was kinked. The procedure was completed with another of the same burr and rotawire. There were no complications reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The visual inspection was performed and the device returned fractured in two sections at the middle of the wire and at the distal section. Evidence of wear reduction was found on the fracture located at the middle section of the wire indicating that the burr remained rotating at the same place for a prolonged period of time causing the detachment of the wire. The fracture located at the most distal section of the wire presents evidence of tension/torsion overload. Additionally,distal section is kinked along the wire. The spring tip was not returned. All the outer diameter measurements are within the specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).